Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient¿s first lead that was implanted into her brain had to be replaced because the lead was broken. They had a fall which may have been the reason the lead was broken. No symptoms were reported.